Event description:
This is a report of a patient who experienced a leak at the junction of their locking titanium adapter and uv flash transfer set while performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the locking titanium adapter was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).